Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c21 - results pending completion of returned device engineering analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an aortoiliac aneurysm utilizing gore® excluder® iliac branch endoprosthesis (iliac branch component) and gore® dryseal flex introducer sheath (16 fr). Reportedly, after introducing the iliac branch component through the sheath to the intended location, the physician wanted to rotate the device to align the internal iliac gate with the internal iliac artery. The sheath was pulled back to allow for device rotation, and as the physician was rotating the device, the 16 fr sheath reportedly slipped back into the femoral artery, almost coming out of the patient. The physician could not re-advance the sheath further into the patient without the dilator and elected to remove the undeployed device. Upon trying to remove the device, the olive tip separated and the deployment lines released, causing the device to deploy in the patient's femoral/external iliac artery. The cause of this unintentional deployment is likely due to the distal edge of the stent getting caught on the sheath tip during removal. The physician then performed a femoral cut down, explanted the deployed device, and completed a direct repair of the femoral artery. The physician did not continue the procedure following this event and is planning to reschedule the procedure for a future date. The patient tolerated the procedure.